Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump was malfunctioning. Customer reported that the up and down arrow buttons were not responding and insulin pump was not delivering insulin causing customer to be hospitalized. Customer does not remember date of hospitalization and states that blood glucose was 1035 mg/dl. Customer was hospitalized with diabetic ketoacidosis. Customer was hospitalized for one week and was released. Customer declined troubleshooting for high blood glucose. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response noted during our testing due to flattened dome switch on the up arrow button. The lcd connector was inspected and no anomaly was noted. However, the insulin pump functioned properly and passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.